Manufacturer narrative:
One device was returned for analysis. Functional and visual inspections found a detached occlusion occlusion seal and a damaged occlusion sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a detached downstream occlusion seal. As a result, the downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a membrane tear. There was no patient involvement, no patient injury was reported.